Event description:
It was reported that when the patient slept on their left side there was too much stimulation in their lungs until it faded but it didn't fade too much. It was noted that the patient was able to feel their neurostimulator with their hand and before they did not feel it.

Event description:
It was reported the patient experienced a loss of therapeutic effect. It was stated to have been working, but symptoms and pain were returning. The specific dates were unknown. It was noted the patient fell on (B)(6) 2013. The patient did notice some differences in frequency and that it may be due to how much they drink. The implantable neurostimulator was felt to be in the same area. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3889-28, lot# v293834, implanted: (B)(6) 2009, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).